Event description:
The customer reported that the insulin pump alarmed motor error during bolus numerous times. Troubleshooting was performed. Ran a displacement test and passed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self, basic occlusion, and displacement tests. However, the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.